Event description:
It was reported that during a ureteroscopic lithotripsy procedure, the fiber was not firing at first use. The procedure was completed with a second fiber and no patient complications. The fiber was returned for analysis. Analysis of the returned device identified a fiber break and a fracture on the internal connector.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, MFR contact first name, MFR contact last name. MFR contact email upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber received was broken in two pieces and there was no light exiting the connector indicating an internal connector fracture. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break, and the observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in no aiming beam or low laser energy output, up to a complete inability for the fiber to functioning and due to that is possible that the break was caused by an overheating product of the interaction between the fiber and console. Based on the observation and the analysis, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a ureteroscopic lithotripsy procedure, the fiber was not firing at first use. The procedure was completed with a second fiber, without patient complications. The fiber was returned, and analysis identified a fiber body break and a fracture on the internal connector.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber received was broken in two pieces and there was no light exiting the connector indicating an internal connector fracture. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break, and the observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in no aiming beam or low laser energy output, up to a complete inability for the fiber to functioning and due to that is possible that the break was caused by an overheating product of the interaction between the fiber and console. Based on the observation and the analysis, a conclusion code of cause traced to component failure was assigned to this investigation.